Event description:
It was reported that the patient's implantable pulse generator (ipg) had migrated causing difficulty charging. The patient underwent an explant procedure and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-15. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: precision s8 adapter 15cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-9208-15. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: precision s8 adapter 15cm. Unique identifier (UDI)#: (B)(4).